Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer report of stenosis secondary to pannus formation was confirmed. As received, approximately 50% of the sewing ring was cut off, and both bands were removed from the valve. X-ray demonstrated wireform intact, and moderate calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect, and 10mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 5mm near commissure 2, and leaflets 2 and 3 by approximately 2mm near commissure 3 on outflow aspect. The free margin of leaflet 2 was rolled towards the outflow aspect due to host tissue. Calcification and host tissue restricted leaflet mobility and led to stenosis. Fragments of sewing ring and host tissue were returned with the valve. Both bands were also returned.

Manufacturer narrative:
(B)(4). The device was returned to edwards for evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that this 25mm pericardial mitral valve, implanted seven (7) years and eight (8) months, was explanted due to mitral stenosis secondary to pannus formation. The device was replaced with a 29mm valve with no adverse patient effects reported as a result of the valve replacement. Patient status was reported as ¿under treatment¿ at a general ward of the hospital.